Manufacturer narrative:
The reported complaint was not confirmed. Per the field service representative (fsr) damage was noted to the connector of the cable. The air bubble detector (abd) was replaced. The unit operated to the manufacturer's specifications. The suspect parts were sent back for evaluation. During laboratory analysis, the product surveillance technician (pst) observed no failure of the air bubble detector (abd) to detect air or liquid. He noted the damaged cable and tested the device with the damaged cable with no failures detected. The device operated within manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the user facility's perfusionist, there was no error message being displayed only an alarm. The abd was hanging from a screw mount and it may have been bumped causing the alarm.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.